Manufacturer narrative:
Base line functionality test : pass. Displacement dose accuracy: pass. Paired to commercial app using 16.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,14.5,15,15,15,15,15,15,15. The pen was cut open to expose the electronics housing and the encoder. No abrasions were found on the electronics housing and encoder bond was intact. Cloud data confirmed a 1.5 retraction was found on may 17. The day of complaint text. Could not recreate the failure however retraction could have been due to dust/debris or user applying pressure to the injection button while dialing. Serial number: (B)(6). Software version: 3.8.5, color: blue, battery life remaining: < 11 months, first bond date: apr 14, 2023, initial battery %: 87, last bond date: may 18, 2023, last battery %: 84, user mobile device: n/a, testing mobile device: iphone 12, ios: 16.4.1. Customer reports: screw is not moving as intended. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion per san diego: inpen passed base line functionality test and displacement dose accuracy. Paired to commercial app using 16.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,14.5,15,15,15,15,15,15,15. The pen was cut open to expose the electronics housing and the encoder. No abrasions were found on the electronics housing and encoder bond was intact. Cloud data confirmed a 1.5 retraction was found on may 17. The day of complaint text. Could not recreate the failure however retraction could have been due to dust/debris or user applying pressure to the injection button while dialing. Customer's concern of leadscrew not moving as intended could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the dosing knob the screw retracts when dialing the inpen. Troubleshooting was performed and found that screw was not moving as intended. Customer reported that retracting the screw was difficult. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.